Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an infection the patient had his inflatable penile prosthesis (ipp) removed and replaced with a spectra penile prosthesis (spp). The ipp was explanted and a spp device consisting of a 20cmx12mm cylinders were implanted. It was added that the surgeon found a staple perforating the reservoir that was likely from hernia repair. The patient outcome following this surgery was healthy. Should additional information be received a supplemental report will be filed.